Event description:
Vns pt revision surgery due to suspected lead break. The pt reportedly experienced a recent fall, during which she broke her arm. The pt has experienced an increase in seizures activity since the fall and subsequent device diagnostic testing reportedly resulted in high lead impedance reading, indicating possible device malfunction. During the revision surgery, it was noted that the positive lead connector pin was not properly connected to the pulse generator. The lead connector pin was then properly connected, after which device diagnostic testing was within normal limits, indicating proper device function.

Event description:
Further follow-up revealed that the reported high impedance did resolve after the revision surgery to re-connect the generator to the lead. The reported seizure increase has gotten better. The medical professional indicated that it is believed that the increase in seizure was related to the vns not delivering therapy.